Event description:
It was reported that a trochanteric fixation nail (tfn) lag screw did not go through the nail during a procedure. No additional information was available. There was a thirty (30) minutes time delay in surgery. This report is for an unknown nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. This report is for an unknown nail/unknown lot. Additional product code: hwc. It is unknown if the device was implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.